Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger was not working. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger not working) was confirmed. Upon investigation, the battery charger/modem would not power up. The cause for the charger not powering up was defective flash memory chips u102 and u105. The root cause off the defective flash memory chips could not be positively identified. No adverse event resulted from the defective flash memory components u102 and u105. The patient received a replacement battery charger/modem.